Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined although it is presumed that it is due to damage on the charged coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, there was no image from the device due to disconnection/short-circuit of the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported that, during preparation for use, there was a loose contact on the subject device and the image was not stable. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was no image from the device. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.